Manufacturer narrative:
It was reported that "nebulizer no longer works as it should. It does not release mist her to keep up treatments". Due to this, the customer was "having trouble breathing". In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
"Does not release mist".